Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has been experiencing recurring premature battery discharge alarms. The customer stated they were able to clear the alarms and were able to complete the rewind process. Customer reports the issue has been occurring for a long time, the customer stated that every time they change the battery the alarm will alert shortly after inserting the new battery. During troubleshooting, the customer had an additional new battery available and was advised to remove the current battery from the pump and insert the new battery and the pump alarmed. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.